Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited whitish foreign material in air water tube and air water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that water tightness was lost due to wear of scope cover; water tightness was lost due to cut on switch 1; flexibility adjustment ring, grip, forceps channel port, switch box had a scratch; air water cylinder, suction cylinder had no color; right/left and up/down angulation control knob had discoloration; switch flexible printed circuit, plug unit, scope connector case unit, cable unit had corrosion due to water leakage; water tightness was lost due to deformation of scope connector cover unit; circuit board unit in scope connector had discoloration due to water leakage; micro connector unit in scope connector was dirty due to water leakage; image was not displayed due to damage on plug unit; insulation resistance value at distal end does not meet the standard value due to adhesive peeling on bending section cover; light guide lens had a crack; connecting tube had a cut; universal cord had a wrinkle. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to reprocessing was not conducted properly due to leakage from scope connector cover (sc-cover unit), switch one (sw1) , and scope cover (s-cover) packing. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states that detection method in cf-h185l/I operation manual chapter 3 preparation and inspection. IFU states that preventive measure in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.